Event description:
During the 112th annual meeting of the japanese urological association journal, a paper was presented with the objective of studying the efficacy and safety of the photoselective vaporization of the prostate (pvp) procedure for treating benign prostatic hyperplasia (bph) in patients with a prostatic volume greater than 80 ml. The study included 151 patients who underwent pvp procedures using a greenlight console between july 2019 and august 2023. Among them, 35 patients with a prostate volume of 80 ml or more were included for comparison. The study evaluated ipss, qol index, urodynamic parameters, changes in residual urine volume, and safety outcomes. In the group of 35 patients, febrile urinary tract infections were observed in 6 patients, posterior hemorrhage requiring tu-ec (transurethral electrocoagulation) occurred in one patient, and one patient required revision surgery. No adverse events were mentioned regarding the group of patients with a prostate volume with less than 80 ml.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
During the 112th annual meeting of the japanese urological association journal, a paper was presented with the objective of studying the efficacy and safety of the photoselective vaporization of the prostate (pvp) procedure for treating benign prostatic hyperplasia (bph) in patients with a prostatic volume greater than 80 ml. The study included 151 patients who underwent pvp procedures using a greenlight console between july 2019 and august 2023. Among them, 35 patients with a prostate volume of 80 ml or more were included for comparison. The study evaluated ipss, qol index, urodynamic parameters, changes in residual urine volume, and safety outcomes. In the group of 35 patients, febrile urinary tract infections were observed in 6 patients, posterior hemorrhage requiring tu-ec (transurethral electrocoagulation) occurred in one patient, and one patient required revision surgery. No adverse events were mentioned regarding the group of patients with a prostate volume with less than 80 ml.